Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple intraocular lens (iol) implantation procedures on the same day, a thin, dark linear debris was plastered onto the posterior optic surface in the center, spanning almost the entire center diameter, which came off after a while with vigorous manipulation with the irrigation & aspiration tip. Although the iols were inspected and found to be free of any imperfections prior to folding, once in the eye and unfolded, the debris was observed on the iols. Tried to put extra viscoelastic on the optic prior to folding, with minimal difference. During folding, we use toothless forceps to grab the trailing haptic, place it gently on the anterior optic and gently push the iol from the back with the manipulator, making sure never to touch the front or back surface of the optic with any instrument. Additional information was provided by the surgeon, who reported that the debris was observed in 25 cases out of 30 performed on the same day. The cartridge and viscoelastic were the only common products used in these procedures. He does not think the iol was related.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the reporter indicated the use of qualified iols and unqualified competitor's iols. Information was not provided for the number of each lens model used. The handpiece and viscoelastic indicated are qualified with the reported lens model. The delivery system is not qualified for use with competitor's iols. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).